Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of his infusion device are defective and work intermittently. He stated that the buttons have to be "held down and wiggled" to respond. He switched to his backup infusion device. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.